Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens remains implanted. Therefore, lens was not explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the iol was implanted into the patient's eye, it was found that a small fragment was cracked at the equatorial edge where the lens haptic was connected to the optical plane. Then it was clamped with forceps by the doctor. Doctor left the iol implanted in the patient's eye. It was proposed to remove the lens for replacement but did not proceed. The lens optic was not damaged, currently remains implanted in the eye. During follow-up, there was no feedback that the patient had problems. No further information available.